Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that the patient presented to a follow-up visit a few weeks post-implant with a possible perforation, intermittent phrenic nerve/diaphragmatic stimulation, and high thresholds. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.